Event description:
The patient underwent successful stent assisted embolization of the unruptured c3 internal carotid artery (ica) aneurysm. The next day, the patient suffered ica stenosis, cerebral hemorrhage and brain edema. The physician stated that the event maybe caused by the stent. No further details were provided.

Event description:
The patient underwent successful stent assisted embolization of the unruptured c3 internal carotid artery (ica) aneurysm. The next day, the patient suffered ica stenosis, cerebral hemorrhage and brain edema. The physician stated that the event was caused by allergic vasculitis due to an allergic reaction to a stent metal. The patient was given solu-medrol and predonine to treat allergic vasculitis and isosorbide to treat elevated intracranial pressure caused by brain edema. The patient was recovered and discharged.

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and edema are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.